Manufacturer narrative:
The referenced report of a previous stroke and pump exchange is covered under medwatch MFR report #2916596-2017-00451. Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 10 days.  The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced expressive aphasia and ptosis of the left eye. Head CT revealed a large left hemorrhagic stroke. The patient expired on (B)(6) 2017. The patient reportedly experienced a previous stroke prior to a recent pump exchange, and coumadin had been subsequently discontinued. No additional information was provided.